Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The ultrasound (u/s) printed circuit board (pcb) controller was replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 27, 2007. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Event description:
A nurse reported that during a cataract extraction with intraocular lens implantation procedure the system was not "pulsing" properly. The doctor could not get the cataract lens to cut. The physician increased the power and there was no change. The procedure was completed using a different system. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a cataract extraction with intraocular lens implantation procedure, the system was not "pulsing" properly. The doctor could not get the cataract lens to cut. The physician increased the power and there was no change. The procedure was completed using a different system. There was no harm to the patient.